Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that catheter entrapment occurred. A 2.50mm x 12mm nc emerge balloon catheter was advanced for dilation over an angioplasty guide wire. However, the device would not separate from the guide wire. No patient complications were reported.